Manufacturer narrative:
(B)(4).

Event description:
It was reported that "I have a new transmitter" occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of "I have a new transmitter" is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "I have a new transmitter" occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of "I have a new transmitter" is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.